Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported the implantable neurostimulator (ins) was tilted and too deep. No more than two coupling bars could be maintained. Troubleshooting could not be done at the time of the report due to lack of access to product. There was a plan to get in touch with the implanting physician, but there was no plan yet to revise the pocket. The patient was just shown on the day of the report (post implant) how to operate the implantable neurostimulator recharger (insr). No patient symptoms were reported regarding this event. Additional information received from the rep reported that no actions had taken place as of 2-march-2016.

Event description:
Additional information received from a manufacturer's representative (rep) reported the patient went in for a battery pocket revision on (B)(6)-2016. Everything turned out great and the patient got good coupling and could now recharge properly.

Event description:
Additional information was received from the consumer. The patient reported that she could not get her ins to connect with the insr due to the ins shift on (B)(6) 2016. It was also reported that after the revision surgery that took place on (B)(6) 2016, she could only get one position with the adaptive stim (as); believed that something happened during the surgery that made the as not read correctly. The patient met with a rep to reset the orientation and the as issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.